Event description:
A caller reported a cartridge alarm 20, but it was confirmed that the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue did not occur during the load process, and although cartridge alarms were reported with consecutive cartridges, they were not previously reported with this pump serial number. Technical support confirmed the issue and decided to replace the pump.